Manufacturer narrative:
Conclusion: field left blank- no available code for undetermined or unknown cause.the customer¿s report of leakage above the backcheck valve line was confirmed.visual inspection of the set noted a hairline crack along the length of the female luer. Pressure testing was performed, a leak from the crack was observed.the root cause of the customer¿s report could not be identified.

Event description:
The customer reported that several hours into an infusion a leakage was observed at the connection site of the back check valve.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.